Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of below 40 mg/dl, needing settings adjustment. Low bg was addressed by customer disconnecting from site and consuming glucose gummy's. Emergency medical services were called and administered a glucose shot and glucose intravenously. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.